Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked carefusion coordination engine (cce) communication queries and confirmed normal communication. Further the tss restarted the external messaging and net.tcp services, deployed the interface service utility from the rss cce server, and verified on the stations that no issues were present. Further the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients were not crossing over to multiple stations. The user also mentioned that the error was related to the sync server settings. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.